Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home and had experienced a sudden onset of red heart alarms (every 5 - 10 seconds), but that stroke volume, flow and rate values appeared normal. No increase in vent filter dust was noted. Also no noises were noted. The pt's systolic bp was in the 110 range. The pt was admitted and placed on the ip console and stroke volume limiter (svl). The vad coordinator sent in waveforms to the manufacturer via e-mail for analysis. This is the pt's 2nd vad and they has had high pa pressures and pra. The waveform analysis revealed that the pump was experiencing current limit. There also appeared to be evidence of bearing wear. An echo was performed on the pt in order to examine the inflow valve. The manufacturer relayed to the vad coordinator that the waveform did not display characteristics of an inflow valve issue. The pt was doing well on pneumatic support and the surgeon was evaluating options. It was decided by the surgeon to exchange the pt's pump. The pt remains stable and on lvad support while awaitng a heart transplant.